Event description:
It was reported the patient was hospitalized for the installation of a closed-loop system for their type 1 diabetes. The equipment was replaced, but the nurse did not fully follow the prescription (forgetting to activate the system due to lack of practice). The closed-loop activation did not take place on the scheduled day. During the night of august 27-28, the patient experienced numerous hypoglycemic episodes and required several sugar rehydration treatments. The hospitalization could have been prolonged. Actions taken at the healthcare facility for the patient's care: training in the use of the equipment provided by providers is provided by a nurse at the facility responsible for therapeutic education for diabetic patients.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available, cloud - omnipod 5 software app version: data not available, cloud - smartphone operating system: data not available, cloud - smartphone hardware: data not available, cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.